Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit was not heating. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) found that in the re-warm mode, water was flowing out of the top bar over the ice, which is not supposed to happen. The fsr found valve #1 was not closing properly to the heating loop. The fsr replaced valve #1 and returned the suspect valve to the MFR for eval. The cooler heater unit was tested and operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.